Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fridge bus not communicated and unable to pull out any medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator had lost communication with the med station. A field service engineer inspected the device and resolved the issue by guiding customer to reset the refrigerator, restoring communication with the medstation and confirming proper operation. The system functioned as intended after the field service engineer troubleshot the device.